Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent insufficient apposition occurred. The target lesion was located in the left anterior descending artery. During the implantation, a 38 x 2.75 promus premier drug-eluting stent was advanced for treatment, however; a poor adhesion was found. The procedure was completed with a larger size of the same device without any patient complications reported. The patient status was stable. It was further reported that the target lesion had a 90% stenosis due to severe calcification. The vessel wall showed poor apposition with the stent, which was subsequently replaced with a larger stent of the same type. The entire device was then removed.

Event description:
It was reported that stent insufficient apposition occurred. The target lesion was located in the left anterior descending artery. During the implantation, a 38 x 2.75 promus premier drug-eluting stent was advanced for treatment, however; a poor adhesion was found. The procedure was completed with a larger size of the same device without any patient complications reported. The patient status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm was returned for analysis. A visual and tactile examination identified no kinks or damages along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified no damage. A microscopic examination of the distal extrusion identified that the extrusion was stretched and accordioned. This damage stretched from 10cm proximal from the tip and extended proximally for approximately 1cm in length. As a result of the extrusion damage, the extrusion was stretched down onto the 0.014inch size wire (guidewire measured using a snap gauge at 0.014inch). A microscopic examination of the crimped stent identified no damages. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. A visual, tactile and microscopic examination of the returned device identified that the stent was fully crimped onto the balloon. There was no evidence that the balloon had been subjected to any positive pressures and that there was any attempt made to deploy the stent. The condition of the returned device is not consistent with the complaint event.

Event description:
It was reported that stent insufficient apposition occurred. The target lesion was located in the left anterior descending artery. During the implantation, a 38 x 2.75 promus premier drug-eluting stent was advanced for treatment, however; a poor adhesion was found. The procedure was completed with a larger size of the same device without any patient complications reported. The patient status was stable. It was further reported that the target lesion had a 90% stenosis due to severe calcification. The vessel wall showed poor apposition with the stent, which was subsequently replaced with a larger stent of the same type. The entire device was then removed.